Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the reported no telemetry condition was the result of a lifted antenna wire at the hybrid pad. The manufacturing site ID has been corrected on this report.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device had reached eri (elective replacement indicator). The device would not interrogate. The device was explanted and replaced. No patient complications have been reported as a result of this event.